Event description:
On 07/14/06, the lay user/patient contacted international affiliate alleging the one touch ultrasmart meter was giving inaccurately high readings. The technical service representative spoke with the pt about 3 days later to obtain and verify info. On unspecified dates, the pt obtained blood glucose readings on the reported meter that were higher than his expected levels. Some of these readings were approximately 50 mg/dl higher than expected. The pt was unable to provide specific data. The pt noted his unexpectedly high blood glucose readings were obtained using test strips that were redirected and repackaged from a country outside of affiliate country. Based on the elevated readings, the pt increased his insulin dose to 12 units actrapid insulin in the morning and 50 units 'human' insulin in the evenings. On an unspecified date, the pt experienced the symptoms of 'disquietness', shaking and sweating following an increased insulin dose. The pt administered self-treatment with oral glucose. He did not seek medical attention. The pt's normal insulin regimen is 35 units 'human' insulin in the evening and 6 to 8 units actrapid insulin if his morning fasting blood glucose level is greater than 100 mg/dl. The pt adjusts his insulin doses based on the meter readings. The pt does not have a backup meter. The pt also reported the blood glucose value of 148 mg/dl obtained on the reported meter, and a comparison result of 87 mg/dl obtained on his physician's meter. The pt noted the test strips had been imported from another country and relabeled with affiliate country labels. The pt returned these test strips to the pharmacy. Since receiving replacement test strips that were not redirected, the pt's blood glucose readings have been within expected values. The tsr determined during the troubleshooting telephone call that the meter was programmed for the correct unit of measure and the pt's testing technique was correct. The pt became hypoglycemic after taking an increased dose of insulin based on the meter readings, and required self-treatment with glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.